Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was cut during the implant procedure. While attempting to cut a suture, the lead was nicked just above the distal suture sleeve. The physician elected to replace the lead with a new endotak. Attempted implant-08/14/96.